Manufacturer narrative:
On (B)(6) 2018 and (B)(6) 2018 additional medical records were received from the patient's (pt) legal representative. Please see the attachment for the medical records summary. The additional information is being submitted for the pts os event in this report, MDR # 1057985-2018-00128 fu # 1. The additional information for the pts od event will be submitted in MDR # 1057985-2018-00115 fu # 2. If any further relevant information is received, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
On (B)(6) 2019, additional medical records were received from the patient's (pt) legal representative. The additional information is being submitted for the pts os event in this report, MDR #. The additional information for the pts od event will be submitted in MDR # 1057985-2018-00115 fu # 3. If any further relevant information is received, a supplemental report will be filed. Date of visit:(B)(6) 2018 ophthalmology chart note. Patient visit: established pt; vision correction. 1. History of present illness: pt presents for evaluation of k-ulcer in the od. Vision is poor with limited vision od, no improvement. Sharp pain, occasional above the right brow. Swollen, redness subsided. Less glare and sensitivity to light. Constant yellow discharge. Currently taking polysporin ung to tid, pf qid. Headaches come and go, relief with tylenol 500 mg/day. Nasal drainage and sneezing a lot. Ocular medications: 1. Bacitracin-polymyxin b 500 unit ¿ 10,000 unit/gram eye ointment: started(B)(6) 2018, 2. Prednisolone acetate 1% eye drops, suspension: (B)(6) 2018. Va od: nlp; os: 20/25. Iop od: 18; os: 18. Slit lamp exam: conj od: trace injection; os: white and quiet cornea od: 2.4 x 2.0 mm as scar w/no active infiltrate, no epi defect, spk; os: small inf as scar. Iris od: normal; os: normal anterior chamber od: deep and quiet; os: deep and quiet lens od: clear lens capsule, cortex and nucleus; os: clear lens capsule, cortex and nucleus ophthalmology impression/plan: 1. Assessment/impression: central corneal ulcer, od. 2. Plan: cornea exam: 05dec2018; va: nlp, w&q, 2.4 x 2.0 mm as scar w/no active infiltrate or epi defect, ac d&q 3. Cultures 28jul2018 - no growth x 5 days, no fungal elements (checked 8/2/18) 4. Current rx: pf qid, psp ung q hs. Imp/plan: 1. Inactive scar after healed k ulcer 2. Taper pf q week, rtc cornea clinic 2 mo, off steroids, taper psp ung to q hs vision loss od plan: 1. Nlp vision after k ulcer od out of proportion to corneal findings; 20/20 vision os, however has tr rapd os pt following in neuro-ophthalmology; concern for functional vision loss od given brisk pupillary reaction od and rapd os; binocular goldman field w/evidence of vision od pt had MRI orbits which reportedly wnl labwork from neuro-path: wnl: lyme, syphilis, b12, folate, b1, methylmalonic acid; low: vit a . D/w pt that corneal pathology does not explain nlp vision . C/t follow-up with neuro-pathology, pcp care re: vit a deficiency.

Manufacturer narrative:
On (B)(6) 2021 a letter was received from the patient's (pt) legal representative with the suspect lot number and product name for the pt's left eye (os) event. The suspect product was reported as acuvue® oasys® for astigmatism brand contact lens, lot number b00j4hx. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00j4hx was produced under normal conditions. The availability of the suspect product is unknown. No further investigation can be conducted at this time. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 20jul2021, it was noted there was an error in section b.4 date of this report for medwatch report number 1057985-2018-00128 follow up #5. The report indicated the date of this report as 16jul2021; however, the date of this report should be 19jul2021. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 05oct2021 additional medical information was received from the pt's legal representative. Eye care provider letter, dated (B)(6) 2021. Date of visit: (B)(6) 2021. History: significant for penetrating keratoplasty following a bacterial infection which reduced the va to a level that was not functional. Followed by the corneal transplant. The graft today is clear and compact. Va is 20/200. A hard lens was placed on the eye and was able to obtain 20/50 vision with a hard contact lens. The pt has a high amount of astigmatism following the penetrating keratoplasty which will eventually require use of a hard contact lens for functional vision. The vision will not likely return to anywhere near 20/20. The pt will need ongoing visits to assure the functional graft, clear and compact cornea and no increase to intraocular pressure. No additional medical information was provided. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 04oct2018 and 18oct2018 a patient¿s (pt) medical records were received from the pt's legal representative for additional medical information regarding a od corneal ulcer event (reported in MDR # 1057985-2018-00115 on 28sep2018). During review of the pts medical records, an os corneal ulcer event was noted while the pt was wearing an unknown acuvue brand contact lens. This report is for the pts os corneal ulcer event. The event date is reported as (B)(6) 2018. The lot number is unknown. It is unknown if the suspect os lens is available for return for evaluation. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2020 additional medical record received. Date of visit: on (B)(6) 2019. History/symptoms: pt returns for follow-up corneal transplant status. The pt was last seen 4 weeks ago. The pt has been experiencing ¿triple¿ vision and ¿fickleness¿ of the od. Since the last visit the problem seems to be gradually worsening. No other complaints. Ocular meds: erythromycin 5mg/gram, 1 a small amount at bedtime in the od; prednisolone acetate 1% 1 drop bid in od. Iop od: 13; os: 12. Vision and refraction od: vision without correction: hm sn; pinhole vision: 20/80 sn. Vision and refraction os: vision without correction: cf 2 ft sn; pinhole vision: 20/60. Exam od: conj: white and quiet; cornea: corneal graft: pkp, no significant edema, centered and secure, seidel negative, sutures intact; no kp, no nv, removed 2 sutures at axis 82; anterior chamber: deep and quiet; iris: normal; lens: clear. Exam os: conj: white and quiet; cornea: small mid-peripheral opacity; anterior chamber: deep and quiet; iris: normal; lens: clear. Plan: continue to do well, removed 2 sutures at axis 82 od today at slit lamp. Will have pt use ofloxacin bid for 3 days od and continue pf bid od and erythromycin qhs od. Return visit: 3-4 weeks. Eye tests: corneal topography od. This submission is for the pts os event. The od event will be submitted in a separate report. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 02apr2020 additional medical information was received from the patient¿s (pt) representative. -summary letter dated 27jul-2018 from the pts treating eye care provider (ecp) diagnosis: 1. Corneal ulcer os ¿ ofloxacin tid os. 2. No contact lens wear. 3. Corneal scraping could not be obtained os because of this cornea (unreadable information) .... No additional information was provided. Medical record: date of visit: (B)(6) 2020 history: the pt returns for post-operative evaluation 10 months after keratoplasty, penetrating (pkp) od. Pt states after last visit and pulling stitches out, the vision got blurry; pt gets double vision 6-7 times a day in just the od and it is sometimes itchy. Pt feels as if there is another lose stitch. Pt takes prednisolone qd od and erythromycin oint at hs. Refraction os: 20/20 sn. Exam: iop os: 12. Conjunctiva and sclera os: white and quiet cornea os: small mid-peripheral opacity anterior chamber os: deep and quiet impression: corneal transplant status od corneal topography od performed plan: removed 2 sutures near axis 113 today at slit lamp, 5 sutures remaining. Will have pt use ofloxacin bid od for 3 days and continue pf qd od. Medications: continue erythromycin ointment 1 small amount @ hs in od; continue prednisone drops 1 drop qd in the od return visit in 1 month for cch/topography od. This report is for the pts os event. The pts od event will be submitted in a separate report. If any further relevant information is received, a supplemental report will be filed.